Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had dislodged; upon attempting to reposition the lead, the lead had failed to be removed from the header of the pulse generator. The lead was capped, and the pulse generator was reprogrammed. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to remove from header. As received, a partial lead (only distal portion) was returned. After cleaning the helix and cutting the partial lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of failure to remove from header was not confirmed. Unable to perform the dimensional analysis and device insertion tests due to the condition of the partial lead as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing was normal.

Event description:
Related manufacturer reference number: 2017865-2024-35612. During the procedure, it was noted that the novel lead had dislodged; upon attempting to reposition the lead, the lead had failed to be removed from the header of the pulse generator although the screws of the header have been loosened.